Event description:
Reportedly, the blade did not completely cut tissue. The instrument stuck on tissue and the surgeon had to manually cut the anvil off in order to remove the instrument. The surgeon resected the damaged tissue and repaired the damaged portion of the anastomosis site. Or time was extended approximately 1 1/2 hours. Procedure: lap sigmoid.